Event description:
It was reported that balloon deflation issue occurred. The 30% stenosed target lesion was located in the non-tortuous and non-calcified tibial artery. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for pre-dilatation. The balloon was inflated at 6 atmospheres for 60 seconds with 50% contrast ratio. However, the balloon deflated rather slowly after inflation. It took a few deflation cycles before the balloon was deflated flat enough for removal. The device was completely removed and the procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The outer shaft was stretched down 5mm starting at the proximal end of the balloon and extending proximally, this would have caused issues with deflating the balloon. The inner shaft was buckled in the balloon for 20mm starting at the proximal end of the balloon. The device was functionally tested with an inflation device. The balloon was unable to inflate. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon deflation issue occurred. The 30% stenosed target lesion was located in the non-tortuous and non-calcified tibial artery. A 3.0mm x 100mm x 150cm sterling sl balloon catheter was advanced for pre-dilatation. The balloon was inflated at 6 atmospheres for 60 seconds with 50% contrast ratio. However, the balloon deflated rather slowly after inflation. It took a few deflation cycles before the balloon was deflated flat enough for removal. The device was completely removed and the procedure was completed with another of the same device. No patient complications reported and the patient's status was stable.